Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. The device has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, there is possibility that the reported event was caused by the poor interface contact of the device, if additional information becomes available, this report will be supplemented.

Event description:
During preparation for use, the customer found that the endoscopic image was not displayed due to poor connection the procedure was completed. There was no report of patient injury associated with this event.